Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. A revision procedure is alleged due to an unknown reason; however, there has been no reported revision to date. A review of the invoice history confirmed the initial surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.